Manufacturer narrative:
An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. The reported product is not expected to be returned as reporter indicated the device was discarded. Therefore, no further investigations planned. In the event that unanticipated product is received, a physical investigation will be performed per adc's established processes and procedures and a follow-up report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the adc freestyle libre sensor. Customer reported receiving unspecified low readings on the sensor scan starting (B)(6) 2021, with readings of 3.9 mmol/l and 3.7 mmol/l obtained on (B)(6) 2021. Customer experienced symptoms described as "could not stand up and confusion" and ambulance was called on (B)(6) 2021. Upon arrival, a reading of "hi" was obtained on the healthcare meter compared to scan reading of 5 mmol/l. Customer was hospitalized with the diagnosis of diabetic ketoacidosis and treated with intravenous fluids and insulin. There was no report of death or permanent impairment associated with this event.